Event description:
The customer reported via phone call that the insulin pump was received as a donation order with low battery life and motor error alarm. It was also reported that the insulin pump was unable to prime. No blood glucose value was provided.

Manufacturer narrative:
The insulin pump passed the unexpected restart error and self tests. The unit was received with high idle currents due to an open trace on the liquid crystal display driver. The unit also alarmed motor error during the basic occlusion test and was unable to prime at 4.0 lbs during the prime test due to a protruded/loose drive support disk. The insulin pump was unable to perform the occlusion test due to the motor error alarm. The unit passed the displacement test, rewind and no delivery tests. The insulin pump was also received with a minor scratched liquid crystal display window, cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners, and a missing end cap sticker.